Event description:
It was reported that the pt experienced a loss of therapeutic effect. The stimulation was felt in the right location, but it no longer covered the pt's pain, even after the amplitude was increased. There was no known related incident or accident reported. It was later reported that the stimulation had relieved 85-90% of the pt's chronic pain, until (B)(6) ago. As of the date of this report, the pt only experienced 20% reduction in pain. The pt had no falls. The pt believed that the arthritis was becoming worse. The neurostimulator battery was found to be 85-90% used. There were high impedance readings. An x-ray was performed to confirm lead placement and check the pt's arthritis. No results were available. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).